Event description:
It was reported that after an inflation in the right sfa, the pta balloon would not completely deflate. The balloon catheter was able to be retracted through the sheath without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for evaluation. The investigation is currently underway.